Event description:
Distributor informed us on june 10 that one of our products was involved in a procedure (craniotomy in supine position), in which the patient's head slipped on the one-pin side resulting in a laceration to the patient.

Manufacturer narrative:
After careful examination, no deviations were found in any of the devices sent in that could have caused or contributed to the incident described. Based on the available reports and the overall investigation results, no causal link can be established between any of the devices sent in and the incident described. Therefore, there is no indication that any of the products sent in contributed to the MDR reportable event or malfunctioned. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."